Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head/ pn 00801803202/ ln 62516818, shell with cluster holes/ pn 00875705601/ ln 62573324, femoral stem/ pn 00811400200/ ln 62604069. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
Patient underwent a hip revision approximately 3 years post implantation due to dislocation caused by a patient fall. The liner was replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history reports were reviewed and no discrepancies were found. Review of the complaint histories determined that no further action is required as no trends were identified root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.